Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter on the heartstring iii would not retract out of the aorta without a struggle and made a small tear in the aorta. The same device was used to complete the procedure and the proximal seal was able to be used. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the safety lock was unlocked and the actuation button was depressed. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).